Event description:
It was reported that on (B)(6) 2025, 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The shape of the appendage was a broccoli-like morphology. At 135° transesophageal echocardiogram (tee), three prominent pectinate muscles were observed within the laa, extending from the distal mid to the posterior region. The procedural plan was to anchor the device using the most posterior pectinate muscle while leaving it intact. The landing zone measured 19.5 × 16.3 mm on 3d tee, and 16.3 mm, 18.6 mm, and 20 mm on 2d tee. Considering that space, a 20 mm amulet device was selected for deployment. The depth from the discrete narrow opening to the pectinate muscles within the laa exceeded 10 mm, providing sufficient depth for lobe deployment. During the procedure, the left atrial pressure was above 12 mmhg and patient rhythm was sinus rhythm. The patient's activated clotting time (act) levels were 397s and 6000 units of heparin administered were administered. The first attempt at deployment began from the distal anterior side, the lobe was expanded from a ball shape to a triangular position, using the posterior pectinate muscle as a lower support. However, the device was pushed toward the left atrial (la) side and became tilted. A partial recapture was performed, and the device was repositioned more anteriorly, with a slow deployment starting from the deeper side. Although the anchor engaged with the posterior pectinate muscle, both the lobe and disc were shifted anteriorly, creating a gap between the device and the laa wall, resulting in incomplete closure. A partial recapture was again performed, and the strategy was changed to attempt proximal deployment near the discrete narrow opening. The device was placed in the intended position, and after confirming the close sign, color doppler, tension test, and contrast angiography showed no issues, the device was released. The distance between the pulmonary artery (pa) and laa was approximately 3.0 mm at minimum, with sufficient tissue present, so no problems were anticipated. No pericardial effusion was observed until the patient left the operating room. Twenty days postoperatively, the patient visited the outpatient clinic due to edema and tte revealed a 10 mm pericardial effusion. The physician concluded that cardiac tamponade was present. A pericardiocentesis and drainage were performed, yielding 600 cc of fluid. The patient's condition stabilized thereafter, and drain removal is scheduled for july 25. The patient is currently under observation. The physician mentioned due to the shape of the anchors in the device, it was believed that a certain proportion of cases may result in pericardial effusion (pe). The patient's hospitalization period extended for observation. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of edema, pericardial effusion and cardiac tamponade twenty days post amulet implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. It is possible that operational difficulties may have contributed to the reported pericardial effusion. However, this cannot be confirmed. The reported patient effects are cascading effects of pericardial effusion. The unexpected intervention is a case-specific circumstance as a pericardiocentesis and drainage were performed. The patient was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.